Event description:
It was reported that the patient was at the hospital and was ¿having all kinds of problems with the pump¿ and could not reach his doctor. The doctors at the hospital needed ¿pertinent information about the pump¿. The patient stated he was having ¿all kinds of neurological issues¿ and his doctor was no longer at the hospital. The patient stated that the issues began approximately ¿a few days ago¿. The device system delivered morphine. It was later reported that the patient believed the device system delivered morphine, but was unsure. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the catheter was suspected to have been dislodged; however, the complaint was not confirmed. The reporter suspected that the catheter was out of the intrathecal space. It was also reported that an empty pump reservoir alarm occurred on (B)(6) 2013 as a result of the doctor¿s decision. A motor stall and motor stall recovery also occurred as a result of an MRI. The patient was to undergo a revision surgery on the day of the report at which time the cause of the issues was to be determined. The pump was also to be refilled at the revision procedure.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
Revision procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had an MRI the week prior to the report which showed the catheter was disconnected from the pump. A surgical revision was scheduled for (B)(6) 2013. The patient was currently taking oral oxycontin for pain but was having a hard time sleeping and it was "making him crazy" and irritable. The patient stated that he needed to get a hold of the hcp move the surgery up. The reporter had an appointment on the day of the report for blood work regarding the upcoming surgery.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient began experiencing tingling in his feet over 1 year prior to the report and then was getting diminished relief that started approximately 1 year prior to the report. The patient stated he had "so many illnesses". The patient was currently in the hospital for pain and he could not walk. The patient had magnetic resonance imaging (MRI) performed on (B)(6) 2013 of the lumbar/sacral spine and MRI of the thoracic spine on (B)(6) 2013. The healthcare provider (hcp) could not see the tip of the catheter in the MRI. The patient speculated that the tip of the catheter would be "floating around" in his spine; however, this was not confirmed. The patient noted that he could not keep his last appointment with his doctor. The patient was currently attempting to meet with the doctor. It was later reported that the issues had been happening for well over a month. The patient stated that he had been in the hospital for weeks and that he was "burning alive", he could hardly move and that his legs were burning up, his ankles were constricted and he could not move his feet or legs, his feet "feel like they are a ton of bricks" and he could not put his shoes on, he could not use his arm and he had developed new pain in his neck. The patient was given oral percocet by the nurse. The patient stated that he was not sure if he was being poisoned or if he was going to die. The patient was taking pain medication but the pain and neurological symptoms were not getting better, they were getting worse. The patient commented that he did not want to become a "pain med junkie". The patient stated that he was depressed due to the situation. The patient had missed his last appointment with his doctor several weeks prior to the report due to "pulmonary problems". The patient could not recall if the pump was to be refilled at that appointment. The patient stated that no one had checked his pump since he had been in the hospital. The patient's doctor would not respond and the patient stated that he was "sadistic".